Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the handle of the device locked and would not release properly. The surgeon had to pull the handle to open the jaws. There was no patient injury.